Event description:
A customer contacted beckman coulter (bec) to report a drips of fluid under the wash collar of reagent probe a of a unicel dxc 600 pro synchron clinical system. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and eyewear at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
The customer replaced the syringe however a leak was still observed under reagent probe a. A field service engineer (fse) was dispatched to the customer site and found that the solenoid valve was not providing enough vacuum to the wash collar to prevent fluid from escaping through the bottom port. The fse replaced the valve which resolved the issue. The cause of the leak is attributed to the solenoid valve. (B)(4).